Event description:
The customer reports that during the calibration of the expiratory pressure zero, the pressure bar graph and the alarm message display read zero and the gain read 40 cm h2o. When a test lung was connected with zero peep dialed in on the front panel, the test lung was inflated to approx 10 cm h2o. Calibration was again checked with no changes made. The customer found a defective pressure transducer. There was no pt involvement or injury.